Manufacturer narrative:
(B)(4). The following information has been requested and was received. To date the device has not been received. If the further details are received at a later date a supplemental medwatch will be sent. Type of gyn procedure? Yes. Date of procedure? No further information is available. Date of event? No further information is available. What medical and or surgical intervention was provided to address the issue intestine injury? No further information is available. Patient demographics: initials / ID, gender, age or date of birth; bmi. No further information is available. Current patient status. No further information is available. No further information will be provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
It was reported a patient underwent an unknown ob-gyn surgery on an unknown date and a drain was used. During surgery, the patient's small intestine was injured by the trocar needle during use. Right after the patient was injured, repair treatment was performed. The lot number is unknown. Further details are not provided. Additional information has been requested.